Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the patient developed a systemic reaction at the unspecified bd intima-ii¿ closed IV catheter system puncture site. The tubing was removed and anti-allergy medicine was administered. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 10:00 on (B)(6) 2020, the patient underwent venipuncture as instructed by the doctor. At 9:00 on (B)(6) 2020, the patient complained of redness and pain at the puncture site, so the indwelling needle was removed immediately, and the tube bed physician was informed to administer anti-allergy medication. The patient's redness and pain were relieved and subsided until 21:00, there was no any other adverse effects on the patient."